Event description:
A customer reported experiencing a past event of high blood glucose levels, with the specific value being unknown and displayed as "high." Cause was not known. The customer administered a correction bolus via the pump, and the situation was resolved. Customer was encouraged to follow up if the issue persisted.